Event description:
The patient contacted animas on (B)(6) 2012, in response to the keypad letter from animas. The patient alleged tactile issues with their keypad . Patient mentioned that there was no damage to the keypad and noticed and the tactile issues had existed for "several months " with the up and down arrow buttons. Patient stated there have periods of time where his keypad was completely unresponsive and other times when it is intermittently unresponsive. No misuse found and issue not resolved. The patient did not allege that they developed any symptoms due to the alleged issue. The issue was not resolved and the product was replaced. There is no evidence that the product caused or contributed to a serious injury. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive and difficult to push. During investigation, evidence of contamination was found around all key contacts.